Manufacturer narrative:
The referenced procedure due to a large aortic dissection was reported under medwatch MFR report # 2916596-2018-00662. The heartmate 3 lvas was implanted during the (B)(6) clinical trial (short term, cap, or long term), ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 6 days (calculated from the date when the system controller was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s system controller log file was submitted to the manufacturer for review and revealed a system controller reset with pump stop. The date and time was recorded as 01jan2000 at 0:00:00 from (B)(6) 2018 at 5:20:20 pm to (B)(6) 2018 at 7:22:41 pm. During this time the system controller reported a controller reset, low speed hazard, pump stop, and intentional pump stop. It was reported that the patient was brought into the operating room on (B)(6) 2018 at approximately 16:26 for over 6 hours due to a large aortic dissection. The patient was placed on bypass and the pump speed was decreased for the procedure. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed that the pump functioned uneventfully until (B)(6) 2018 at 16:34:07 when the record of backup battery not installed alarms began. At 17:18:31, the lvad speed was reduced to 3800 rpm from 5700 rpm, but the low speed limit (lsl) setting remained at 5300 rpm. Approximately eight seconds later, low speed advisories started to be recorded due to the speed being set lower than the lsl. Approximately 1 minute and 41 seconds later on (B)(6) 2018 at 05:20:20 pm, the system controller reset and the date and time defaulted to 01jan2000, 0:00:00. At this point the pump speed, estimated flow, and power values were zero for approximately 10 seconds. Pump speed then increased to the set speed of 3800 rpm, but flow and power remained at zero for an additional eight to twenty-six seconds. The system controller remained in a reset state with fluctuating pump power values, low speed advisories, low flow alarms and backup battery not installed alarms for approximately 31 minutes at which point the fluctuating power values, low speed advisories and low flow alarms resolved, but the backup battery not installed alarms continued for approximately 20 additional minutes until the system controller clock was reset on (B)(6) 2018 at 19:22:41. From that point through the duration of the file, ending on (B)(6) 2018 at 10:25:07, the log file showed no unusual events and the pump appeared to function as programmed.

Event description:
Additional information: it was reported by healthcare professional that the emergency backup battery is taken out from the controller as a routine so it will not alarm, should they ever temporarily shut the pump off during a surgery. Also, reported sometimes the pump was stopped by disconnecting the patient cable as well. Reportedly, nothing unusual occurred and all equipment performed as intended.